Manufacturer narrative:
The hill-rom field investigation indicated the brakes would not hold on the bed. After unsuccessful attempts to adjust the brakes in the field, hill-rom engineering requested the bed be returned. Engineering found that the brakes, as they were adjusted in the field, did not hold properly when the bed was pushed and tugged on. Engineering proceeded to readjust the casters per procedure and were able to get the brakes to hold properly. Engineering concluded the casters were not adjusted properly in the field. Mod 373 is a field corrective action which replaces the brake detent mechanism and adjusts all four casters of the affinity 4 birthing bed. This failure occurred following the correction of this unit.

Event description:
Brakes will not stay locked on the bed.